Event description:
Customer reported via phone call that they experienced high blood glucose. Customer's current blood glucose was 500 mg/dl. The customer treated high blood glucose with manual injection. The customer was using auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleges pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.